Manufacturer narrative:
The reason for the pain reported cannot be conclusively determined. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. D1: corrected. H6: corrected component and investigation clinical codes. H10: corrected.

Event description:
Approximately 10 month(s) and 17 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced pain. Patient did well initially after proximal humeral replacement but then developed increasing pain. Clinical findings and imaging studies suggested glenoid arthrosis. Treatment: revision left proximal humeral replacement to total shoulder replacement. The patient underwent a standard hemi revision, in which the replicator plate and humeral head were removed. The outcome of this event is considered resolved and the clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure.